Manufacturer narrative:
Continuation of d10: product ID 8596 serial# (B)(6) implanted: (B)(6) 2005 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596, serial/lot #: (B)(6), ubd: 06-aug-2007, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal baclofen (lioresal) 2,000 mcg/ml at 100 mcg/ml via an implantable pump. It was reported that they did a revision of total catheter occurred due to inability to pull back cerebrospinal fluid (csf) during pump replacement. They attempted to pull back csf multiple times with direct access port but were unable to do so. Patient reported no symptoms. Unknown if any environmental/external/patient factors may have led or contributed to the issue. The issue resolved at the time of this report.